Event description:
It was reported via user facility medwatch that a cot dropped after the safety hook was missed during unloading with a pt onboard. No adverse consequence alleged. The customer conducted a follow up investigation and determined operator error was the cause.